Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) device the cylinder was palpable outside the corpora. Upon examination, the physician determined the left cylinder had migrated from the corpora and needed to be repositioned. During the revision procedure, the physician explanted the 24cm cx cylinder that had a 1cm rear tip extender (rte) attached to it. Measurements were performed of the corpora, and it was determined to be 23cm in total corporal length. The physician then removed the 1cm rte and re-implanted the original 24cm cx cylinder as it was still functional. The procedure was completed without any further patient complications.